Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted 39 months ago, displayed an elective replacement indicator (eri) due to a long charge time. There is a concern that the battery depleted earlier than expected.